Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the j702 connector was pulled off of the distribution node pca. The root cause for the missing trunk cable and damaged j702 was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a belt was unable to undergo incoming functionality testing.